Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot#: unknown, product type: lead. Product ID: neu_unknown_lead, serial/lot #: unknown, ubd:unknown , UDI#:unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that their previous system was removed because the leads kept breaking because the patient was an alcoholic at the time and was falling a lot and pushed down the stairs on one occasion. The patient did not remember which leads broke, or any details regarding the date or physician that performed the revision/removal.